Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the pump module infused one liter of IV fluid to the patient unexpectedly quickly. The fluid was expected to infuse over 2.5 hours. There was patient involvement but no harm. Bd has learned additional information. It was reported by the hospital's biomed that the root cause was "broken platen." Although requested, the customer declined to return the device and informed the manufacturer that the "repair will be completed in house by our biomed."

Event description:
It was reported that the pump module infused one liter of IV fluid to the patient unexpectedly quickly. The fluid was expected to infuse over 2.5 hours. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.